Manufacturer narrative:
The ICD and the lead under complaint were returned and subjected to an extensive analysis. The manufacturing process for the devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In particular the final acceptance test proved the ICD functions to be as specified. The analysis of the ICD did not show any anomaly. The ICD proved to be fully functional and the sensing functions worked as expected. The analysis of the lead revealed multiple signs of wear along the lead body and a fractured conductor cable to the ring electrode at 6.5 cm proximal to the lead tip. This can be considered to be the root cause of the clinical observation. There was no sign of a material or manufacturing problem for these devices. The lead was found cut at approximately 10.5 cm distal to the is-1 connector pin. Both lead fragments were returned for analysis. In the course of the electrical analysis, a broken contact in the conductor to the ring electrode was measured in the distal lead fragment. During the visual inspection multiple signs of wear along the lead body were noted. At 6.5 cm proximal to the lead tip the conductor cable to the ring electrode was found fractured, consistent with the results of the electrical analysis. This damage can be considered to be the root cause of the documented noise. Based on the characteristics of the damage it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine without further information and diagnostic images. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Additionally cuts in the insulation were observed during the visual inspection, which most likely resulted from the extraction procedure. Upon receipt, the ICD was interrogated, revealing the battery status mol2. The ICD was implanted for 75 months and 38 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. The inspection revealed unstable values of the pacing impedance in the right ventricular channel since (B)(6) 2016. During the analysis of the available iegms noise was observed in the right ventricular channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached.

Event description:
Ous MDR - oversensing of noise detected on the lead. Device and lead removed for analysis.